Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. The reported complaint of functional failure could not be confirmed. Product did not malfunction or generate faults or errors during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu malfunction. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported that the device will not show connection when put in power. No delay or complications were noted as a result. No backup was available.